Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an electrosurgical device. The customer reports that a pt developed a dvt following a closure procedure on the gsv. This dvt was reported in the mid thigh area. Pt called to complain of swelling 9 days after the procedure. This pt was admitted to the hospital as a result of the dvt. The pt was put on lovenox and coumadin to treat the dvt. The customer reports that the pt is doing very well.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.